Event description:
On (B)(6), it was reported by the consumer that the ghs350 hydraulic patient lift pump was not holding the patient to the standing position, and it would descend without command. There was no patient injury reported.